Event description:
During the eval of a returned spectrum infusion pump, 126 occurrences of "downstream occlusion" alarm were identified in the event history log. There was no patient injury or medical intervention required since these items were found during eval of the device.

Manufacturer narrative:
MFR ref number: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The force sensor gasket, and downstream tubing guide were replaced.